Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the foreign material remained due to insufficient reprocessing. The foreign material was unable to be identified. The event can be prevented by following the instructions for use (IFU): IFU states the detection method in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. IFU states the preventative measures in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found the air water cylinder, suction cylinder had no color; label on suction connector was damaged; insulation resistance value at distal end did not meet the standard value due to adhesive peeling on bending section cover; distal end had corrosion; light guide lens chipped; adhesive on bending section cover had a crack; connecting tube had buckled; universal cord had a wrinkle. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the gastrointestinal videoscope distal end was worn. The device was returned for evaluation. During the device evaluation, white foreign material was found in the air water tube and air water cylinder. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.